Event description:
It was reported that the extension stem could not be assembled with mrh tibial component size m though the surgeon used with his hand and torque wrench. So, the surgeon used another stem (6478-6-395 vitallium) and it could be assembled smoothly. The sales rep suspects the plastic deformation of the stem thread effected to this event.

Manufacturer narrative:
An event regarding pellet and thread damage involving a titanium stem extender was reported. The event was confirmed. The top surface of the plastic pellet is roughed up rather than having a smooth flat top. The external thread of the device is dimensionally out of specification. Medical records received and evaluation: not performed as no adverse consequences to the patient were reported. Device history review indicated the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the lot referenced. Based on the review of the mrc manufacturing cell, the observed damage to the pellet and the thread of the stem extender could not have occurred during the manufacturing process. The damage most likely occurred during or immediately prior to assembly of the device with its mating component during surgery. However, the exact cause of the event could not be determined because it is not known how and when the observed damage to stem extender occurred.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the extension stem could not be assembled with mrh tibial component size m though the surgeon used with his hand and torque wrench. So, the surgeon used another stem (6478-6-395 vitallium) and it could be assembled smoothly. The sales rep suspects the plastic deformation of the stem thread effected to this event.